Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any harm to the reported patient or user? Yes did the patient/user require any medical or surgical intervention as a result of the event? Yes. Description radiology did the patient/user require prolonged hospitalization as a result of the event? Yes, description patient in prolonged hospitalization with blood transfusion and under surveillance. What is the patient/user status after the event? Still under evaluation was there a significant delay? Yes how long was it delayed (minutes)? If available, please provide the product order number (po). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the surgeon believe that the needle pull off was the cause of the bleeding and hematoma? Please provide the patient's weight, bmi at the time of index procedure. Were any concomitant procedures performed? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What instruments were used to grasp the needle? Where was the needle grasped during use? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before or during use? When did the bleeding occur? What was the bleeding source and triggering event? What was the volume of blood loss? How was the bleeding treated? Please describe any medical/surgical intervention required including results. Were there any deficiencies or anomalies noted with the device prior to, during or after the procedure? Was the patient on anti-coagulants prior to surgery? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?

Event description:
It was reported that a patient underwent a vaginal cyst extraction procedure on (B)(6) 2026 and suture was used. The suture strand was spontaneously disassembled from the needle during use with active bleeding and hematoma complicating the procedure that makes the approach difficult. It was necessary to use intraoperative x-ray equipment to locate and remove it. Additional information was requested.